Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined form the films provided. The cause of the talent proximal type I endoleak is unknown. The anatomy at implant is unknown, and earlier post-implant films were not available for review. CT¿s from 7+ years post-implant revealed that a talent aui stent graft was implanted just below the renal arteries, and was positioned into the distal portion of the right common iliac artery. The aui proximal od within the proximal neck measured ~19mm, and there was 5 ¿ 10mm of proximal seal. The max diameter aaa measured 59mm and no clear endoleak was observed; however, there was visualization of previous coiling performed within the sac. The left iliac had been coiled and was occluded, and a patent fem-fem bypass was observed. CT¿s without contrast from 9 and 11+ years post-implant showed that multiple endoanchors had been implanted into the aui/aorta. There appeared to be continued proximal neck length reduction to <(> <<)>5mm, with possible migration and continued aaa diameter increase to 73mm. As the films were non-contrast, any possible endoleak and stent graft/vessel patency could not be assessed. From the films provided, it is possible that disease progression caused continued degradation of the proximal neck, leading to the proximal type I endoleak and aaa expansion, and eventual aaa rupture. Films from the rupture events were not provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event of aneurysm rupture which was previously reported as relationship-uncertain & death unrelated to event has been updated to "death related to event" and related to the aneurysm by the investigator. The event has been assessed by the sponsor as not related to the device or to the procedure but the aneurysm was causal to the event. No further relevant information was received. Date of birth added correction to weight, patient race: no information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an aortic aneurysm. It was discovered that the talent stent graft had a proximal type I endoleak. The physician elected to implant eight heli-fx endoanchors. However, a residual proximal type I endoleak remained after the procedure. A CT revealed that there was a proximal type I endoleak and the aneurysm measured 68 mm in diameter. A CT revealed that there was a proximal type I endoleak and the aneurysm had expanded to 72 mm in diameter. A CT revealed that there was a proximal type I endoleak and that the aneurysm measured 77 mm in diameter. A CT revealed that there was a proximal type I endoleak and the aneurysm measured 88.1 mm in diameter. It was reported that, the patient had abdominal pain, low blood pressure, lymphoma, and a ruptured abdominal aortic aneurysm likely arising from the superior aorta. There was occlusion of the left common iliac artery. The abdominal aortic aneurysm measured 9.6 cm in diameter. There was blood throughout the abdomen and the pelvis. Free contrast extravasation was observed throughout the upper abdomen. The family and patient elected not to pursue surgical intervention and opted for palliative care only. The patient expired the same day. The cause of death was acute cardiac insufficiency due to advanced age and multiple illnesses. The investigator also assessed the death to be due to the ruptured aneurysm. The investigator assessed that it was uncertain whether the rupture was related to the device or related to the procedure. No additional clinical sequelae were reported.